Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose level of 600mg/dl and customer treated with an injection. The customer indicated that they have had high blood glucose for the past 4 to 5 months prior to the call. Customer indicated that the tubing is too short which led to the high blood glucose. Customer's blood glucose was 231 mg/dl at the time of the call. Customer has contacted their doctor and the drive support cap appears normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.